Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the compact air drive device had low power. There was a ten minute delay to the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that this was due to organic debris deposits in the bearings which was a typical result of insufficient cleaning. The assignable root cause was determined to be due to insufficient cleaning after clinical procedures. This was further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.